Manufacturer narrative:
Healing cap could not be loosened from dental implant. Implant needed to be explanted. User did not clean the area between implant and healing cap after removal of the protection screw as required by (B)(4).

Event description:
Healing cap could not be loosened from dental implant. Implant needed to be explanted.